Event description:
The customer reported that control panel on c-arm was not working properly.

Manufacturer narrative:
The ge service rep couldn't duplicate the problem, it was an intermitant problem. He replaced the control panel processor and control panel interface. The system is working an intended. Control panel.